Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft components of the housing are damaged and restricted handling of the pump is a possible implication. Due to the leaky soft components liquid entered and destroy the functionality of the button. The down button is permanent active due to external mechanic damage.

Event description:
On (B)(6) 2013, it was reported that the check on the patient's infusion device was not functioning. The device displayed e8 (power interrupt) and the patient replaced the battery. The device again displayed e8, but the patient was unable to clear the message due to the button not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.